Event description:
Healthcare professional additionally reported "free silicone and axillary lymph nodes containing silicone." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was underweight, fold crease, wear abrasion, and yellow particles. A microscopic analysis was performed which identified a sharp crease opening on the posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.